Manufacturer narrative:
The device was not returned to olympus for evaluation and the investigation was performed based on the provided information. The complaint is confirmed, the device has "stops pumping in the middle of the using the footswitch" due to pump head worn out. The most probable cause of the complaint is d02, which is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the flushing pump stops pumping in the middle of the using the footswitch, but the unit is still powered on when this happens. The issue occurred during a colonoscopy procedure. The procedure was completed with same device. There was no report of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump stops pumping in the middle of the using the footswitch, but the unit is still powered on when this happens. The issue occurred during a colonoscopy procedure. The procedure was completed with same device. There was no report of patient harm.